Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 48-year-old male noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. It was reported that after the impella cp was successfully implanted, multiple attempts were made to engage the right coronary artery and to wire the lesion but all were unsuccessful with multiple wire/guide combinations. The impella was turned down and eventually pulled back into the descending aorta. The ostium was engaged and the lesion was wired once, but the guide slipped out and lost the wire position. The physician could not get the guide to seat in ostium. The percutaneous coronary insertion was aborted and the impella was explanted.